Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there were difficulties accessing the software interface. No surgeon profiles appeared upon launching the ent application, so one could not be selected to continue. Troubleshooting included creating a new profile, copying a standard profile, and creating a new profile with a different name but none of them resolved the issue. Every attempt yielded a blank profile name which prevented continuation in the software. There was no patient involvement.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there were difficulties accessing the software interface. No surgeon profiles appeared upon launching the ent application, so one could not be selected to continue. Troubleshooting included creating a new profile, copying a standard profile, and creating a new profile with a different name but none of them resolved the issue. Every attempt yielded a blank profile name which prevented continuation in the software. There was no patient involvement.